Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, in-stent restenosis occurred. An unknown wallstent was implanted in the moderately tortuous antebrachium with no complications reported. The stent was fully deployed and well apposed. Approximately 2 years later, the patient presented because "blood removal was not good due to stenosis." Angiography revealed that the stent was 90% restenosed. The in-stent restenosis was treated with another manufacturers' 6.0x40mm balloon dilatation catheter resulting in 0% residual stenosis. No further patient complications were reported and the patient's status is good.